Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. The customer's blood glucose level was approximately 350 mg/dl and they experienced kidney failure. Customer administered a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 9 days later with the issue resolved. The customer reverted to an alternate method of insulin therapy.